Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt went for a CT scan and experienced battery issues afterward. It was stated the pt went in to the CT scan with a fully-charged battery, and after the scan the battery level was depleted and the pt lost therapeutic effect. It was stated this has happened in the past to the pt, but no other details were given. The pt also reported trouble communicating with the device, and an overdischarge was suspected. The pt was referred to their health care provider. Additional info has been requested, a follow-up report will be sent if additional info becomes available.